Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with test results from results obtained of 202mg/dl. The customer¿s expected am fasting blood glucose test result range is 89-127mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 12/29/2022 and test strips were opened less than 2 months ago. The meter memory was reviewed for previous test result history (date/time not set, result is from that morning, customer provided only one result): result 1: 202 mg/dl date: 6/24 time: 12:54pm fasting.

Manufacturer narrative:
Internal report reference number: (B)(4). Meter and test strips were not returned for evaluation. Note 1: manufacturer contacted customer in a follow-up call on (B)(6) 2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern. Note 2: customer had contacted manufacturer on (B)(6) 2022 - customer stated she used a different vial of test strips that morning and she is concerned about the result am fasting: internal report reference number (B)(4).

Manufacturer narrative:
Sections with additional information as of 16-aug-2022: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot passed within specifications. Most likely underlying root cause: mlc-058: user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test.